Event description:
Boston scientific crm received information that this left ventricular (lv) lead dislodged. In a revision procedure, the lead was explanted and successfully replaced by a new lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted dried blood in the lumen, deformed conductor coils, melted and puckered insulation from exposure to electrocautery, and silicone separation from the anode ring. No functional testing performed. Analysis was unable to confirm the allegation of dislodgement.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
--